Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs on the described event dates (2024-02-04 and 2024-02-05). No factory reset was found in the logs. Audio setting and cgm alert settings were not found to have been changed from default (high audio and alerts on) from start of use through event date. No body weight changes were logged outside of initial device setup. Data for the described event on 2024-02-04 and 2024-02-05 was reviewed. Review of the ilet report shows cgm glucose was in range at 10:00am, when a "usual" sized breakfast meal bolus was logged. At this time, alert 35 (insulin occlusion) and alert 33 (insulin drug low) were triggered and only a partial dose for the meal was delivered. At 12:22pm alerts 35 and 33 were acknowledged and cgm glucose was > 400 mg/dl. The device log shows a cartridge change operation was logged at 1:14pm, but the fill cannula process was not completed. There are no cartridge change or cannula fill events logged for the rest of the day. The user announced multiple meals throughout the afternoon, and the ilet continues to deliver insulin, but cgm glucose remains >400 mg/dl. Alert 23 (high glucose) was appropriately triggered throughout the day. Occlusion alerts are triggered again at 5:20pm and 5:45pm. Both alerts are promptly acknowledged and insulin dosing resumes, but the user remains hyperglycemic through the following day. The cartridge ran out of insulin at 1:52am on 2024-02-05. Insulin dosing resumes when the cartridge change process is completed at 7:35am. The fill cannula process was not completed. There are no cartridge change or cannula fill events logged for the rest of the day. The user announces several meals, and the ilet continues to deliver insulin in response to cgm glucose and notify the user for alert 23 throughout the day. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the engineering logs, the device is not malfunctioning. The ilet was found to be making delivery request for insulin in regular intervals unless an occlusion alert was triggered. Insulin delivery requests resumed as soon as occlusion alerts were acknowledged. All other alerts triggered were marked as "acknowledged." Based on review of the case notes, the ilet report and the device logs, the ilet was functioning as intended and this hyperglycemic event was caused by infusion set failure and not following the device training for the management of hyperglycemia. The user was new to pump therapy and was adjusting to use of the infusion set. The user received appropriate follow up from the beta bionics cds and was trained on the use of the convatec contact detach (29" 6mm) steel infusion set.

Event description:
A beta bionics clinical diabetes specialist (cds) reported she received a voicemail from an ilet user's mother on (B)(6) 2024. The cds did not retrieve the voicemail until the morning of (B)(6) 2024. On the voicemail the mother stated the user was vomiting and was considering taking the user to the ER. At 10:00am on (B)(6) 2024 the cds spoke with the user's mother. The mother reported the user continued vomiting throughout the night. They attempted to change the infusion set site three times and each time the cannula was kinked. The user is using convatec inset (23", 6mm) infusion sets. Due to the user's continued high cgm glucose and vomiting the user was disconnected from the ilet. The mother gave the user periodic subcutaneous insulin injections. The most recent injection was 20 units at 9:00am. The mother checked the user's blood glucose (bg) via a fingerstick at 9:55am and the result was 408 mg/dl. The mother stated she smelled ketones on the user's breath but did not have test strips to confirm. The user was drinking lots of water. The cds advised the mother to troubleshoot the user's bg and ketone level's asap. The mother reported she had not yet called her healthcare provider (hcp) or beta bionics customer care. The cds contacted the user's hcp and they offered for the user to come in for an appointment that afternoon at 2:45pm. The mother accepted this offering. The cds also asked the mother to obtain ketone test strips before the appointment to confirm ketone levels. The cds maintained periodic contact throughout the day with the mother. At 4:30pm the mother informed the cds that the user was at an urgent care receiving IV fluid. The user resumed their previous therapy until their glucose stabilized. The cds also requested a contact detach steel cannula infusion set shipment be sent to the user and offered a zoom training to utilize this set moving forward. The mother was agreeable to this idea.